Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are having issue with arterial bp being read. There was no report of patient involvement.